Event description:
Information was received from a regarding a manufacturer representative patient who was implanted with a neurostimulator for spinal pain. It was reported that the contacts 8, 9, and 11 paired with any other contacts were >40,000 ohms. The contact 10 paired with any contact is >10,000 ohms. It was reported that this was the cause during the implant and the health care professional (hcp) chose to implant knowing these were out of range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.